Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturer representative reported that the patient's old system was removed due to infection at another time. The implantable neurostimulator (ins) and lead were removed on (B)(6) 2015. The patient had a new system implanted on (B)(6) 2016. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. No diagnostics or symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.